Manufacturer narrative:
The insulin pump alarmed failed battery test during battery insertion due to faulty battery tube. The pump was unable to test the operating currents, low battery alarm, off no power alarm, bolus anomaly, pump communication with blood glucose meter, unexpected software version and display anomaly and due to failed battery test alarms. The pump had scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a bolus anomaly and low battery alert from the insulin pump. The customer's blood glucose reading was 92 mg/dl. The customer stated that he gave himself a bolus and there were no bars on the battery. The customer received a low battery alarm. The customer stated that he wanted to put a meal correction and it would not scroll. The customer will be sent a replacement pump.